Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information gathered during baxter?s investigation, the cause of the alarm was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A caregiver (cg) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) during dwell 2 of 5. The technical service representative (tsr) explained the message to the cg and had her recycle the machine to clear the alarm. The tsr advised to start over using new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.